Event description:
The distributor contacted animas alleging that the pt would have to press the buttons several times before the pump would respond.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to keypad button presses. The keypad buttons required excessive force for the pump to respond. The keypad appeared to be swollen. The keypad was removed and the contrast and up button contacts were found to be inverted. Contamination/adhesive was also found under all button contacts. Date of birth is unk.